Manufacturer narrative:
Additional information was added to h6 and h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, the patient experienced shortness of breath and discomfort. Medical intervention consisted of ECG monitoring and 3l/min of oxygen, dexamethasone (5mg intravenously) and hemodiafiltration therapy was stopped. The patient¿s discomfort symptoms were relieved, and the patient was started on hemodialysis. Five minutes into the treatment, the patient complained of abdominal pain. The hemodialysis treatment was stopped immediately and a new dialyzer (170g model) was used to continue treatment. After 35 minutes, the patient experienced low blood pressure and was given "reduced dehydration" (reduced fluid removal) and treatment was continued until the end. The patient recovered from the event. No additional information is available.